Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
A surgeon reported that during the liquid-air exchange process the eye was under air for ten seconds, instead of balanced salt solution (bss). During this time the eye collapsed. After this time, the bss came again. Additional information has been requested but not received to date.